Event description:
Customer reported issues with the insulin pump. Customer states that numbers are jumping up. The blood glucose reading is 420 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clips slot and cracked reservoir tube lip. Numbers do not ramp up or scroll bar moving with no input.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).